Event description:
It was reported by the caller that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.